Event description:
Information was received indicating that a smiths medical ms3 pump was administering remodulin therapy at a dose of 10.9ng/kg/min for pulmonary arterial hypertension for an inpatient at (B)(6). The remodulin has not yet shipped from (B)(6). There were no reported adverse events.